Manufacturer narrative:
Concomitant medical products: product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 64002, lot# n245461, implanted: (B)(6) 2010. Product type: adapter: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3389s-40, lot# v386595, implanted: (B)(6) 2010. Product type: lead: product ID 3389s-40, lot# v386595, implanted: (B)(6) 2010. Product type: lead. (B)(4).

Event description:
It was reported that the patient woke up in the middle of the night and her tremor had returned on the left side. The patient went to the emergency room where they did a CT scan. It was stated that "all the wires were in place." The patient had a chest x-ray and blood work and "it was all fine." At the emergency room, the patient was told that the right side battery had "failed." No further information was provided. If more information is made available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).